Event description:
It was reported that this pacemaker system recorded a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) was consulted and upon review it was noted that the episode was a false pmt due to an atrial arrhythmia. Ts also noted that there was blanking of atrial fibrillation (af) signals. Ts advised on programming enhancements to prevent undersensing of the af. No adverse patient effects were reported. This device remains in service.